Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results showed all dimensions are within specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu states that special care should be taken to ensure proper positioning of the lens at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case because residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). Patient - lens rotated in secondary surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that five days after a tecnis toric lens, model zct400, was implanted ((B)(6) 2015) into an eye of a male patient, the physician noticed on slit lamp that the lens rotated from 77 to 165 degrees. On (B)(6) 2015, the physician rotated the lens and placed at 77 degrees but the lens rotated again to 15 degrees. No further information was provided.